Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Failure analysis found the primary finding of teflon pad damage to be related to the reported complaint. Approximately 0.016" x 0.056" piece was broken off and was not returned. Root cause of this failure is attributed to user. The instrument was also found to have a broken blade. The blade broke at roughly 0.164 from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error. The root cause of the failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the ultrasonic blade gasket was misplaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.